Event description:
It was reported the patient was being lifted with an unknown patient lift when she slipped through the commode opening in the sling. The patient sustained a skin tear to both her right and left upper thighs/buttocks. A nurse from a nearby facility responded to the patient's house and treated the patient's wounds. Follow up with the patient's caretaker found the patient's injuries are healing well and her physician has prescribed a smaller sling to accommodate the patient's physical size. No further patient complications were reported as a result of this event.